Event description:
The micro reciprocating saw was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was identified as the probable cause of the device overheating. Corrosion of the device overheating. Corrosion of the internal components can lead to heat production due to loss of lubrication and increased friction between the surfaces of the moving parts.